Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the implant procedure, the ventricular lead exhibited high impedance and high capture threshold. The physician decided to keep the lead implanted. On (B)(6) 2015, the patient was seen for follow-up and the impedance and threshold lowered. The patient was asymptomatic and the lead remained implanted. The patient would be monitored.